Event description:
It was reported that the patient's heart rate was in the upper forties and lower fifties causing the patient to have no energy and fall asleep a lot. The right atrial (ra) lead was found to have no capture. A lead revision is scheduled in which the lead status will be assessed. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, (B)(6) 2013. (B)(4).